Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet therapy maladapted after the patient overtreating low glucose events, omitting several meal announcements, and using reduced meal entries, after which a factory reset was performed with guidance to upload reports, reenter cgm, change supply, and set a secondary cgm target, and additional training was arranged. Symptoms included low glucose and high glucose. Outcomes included no reported need for medical assistance or hospitalization. Investigation included case review, collection attempts for a blood glucose questionnaire by follow-up calls and text, and review of user interactions and training needs. Investigation of this case revealed user-initiated behaviors inconsistent with recommended use leading to therapy maladaptation, which was addressed through reset, cgm reentry, supply change, and education. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with insufficient meal announcing and overtreatment of hypoglycemia, mitigated by corrective training and factory reset.